Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient noticed a leak through the adhesive of the infusion set during a bolus. The patient removed adhesive and noticed the cannula had not entered or pierced the skin. The self-adhesive of the infusion set was wet with insulin. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.